Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The user alleged the insulin pump was under delivering insulin due to customer was rn as well. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was over 400 mg/dl. Customer checked blood glucose and notice that blood glucose was over 300 mg/dl and the local report reviewed the settings and stated it was all okay and they tested again at 9 pm and blood glucose was high in 300 mg/dl so they treated with insulin pump again. Customer other blood glucose level was 350 mg/dl, 480 mg/dl and 585 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer states the cannula was bent. Customer stated that this was the first insulin pump and using insulin. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the delivery accuracy test at 0.08580 inches. (B)(4).